Event description:
It was reported that a 8.9 mm piece of the trochar was left in pt. The fragment was discovered several weeks after the procedure during a routine post-op x-ray. The pt was re-admitted and the tip was surgically removed.

Manufacturer narrative:
A device history report review cannot be conducted as a lot number has not been provided and the device is not available for evaluation. If additional information is received, a follow up report will be filed.